Event description:
It was reported that sometimes post a dialysis catheter placement, the legs of the catheter were allegedly twisted, caused alarms and insufficient dialysis with the risk of hemodialysis. Reportedly, it was not possible to discontinue sutures after the 6 weeks, as the cuff had not grown firm. Furthermore, the flow was compromised, and cuff was moved during dialysis. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows an implanted catheter in which both clamps are unclamped. The clamp site on the extension leg was noted to be deformed/compressed. Therefore, the investigation is confirmed for the reported deformation due to compressive stress issue. However, the investigation is inconclusive for the reported insufficient flow, loosening of implant issues and cuff movement issues as the evidence provided is not sufficient to confirm the events. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement, the legs of the catheter were allegedly twisted, caused alarms and insufficient dialysis with the risk of haemodialysis. Reportedly, it was not possible to discontinue sutures after the 6 weeks, as the cuff had not grown firm. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.